Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was awakened during the night by a vibratory alert for high pacing impedance exhibited by the right ventricular lead. No further information was available.